Event description:
It was reported that this right atrial (ra) lead was attempted to be implanted due to placement difficulties and lead helix extension and retraction issues. A bend was visible at the lead body after taking it out of the patient. A new lead was implanted successfully. No additional adverse patient effects were reported. Lead was returned for analysis and it was reported to meet all specifications.

Manufacturer narrative:
Product investigation was completed. This lead was subjected to and passed continuity and x-ray tests. X-ray showed no conductor issues (deformity or fracture). The sleeve and lead tip/helix appeared normal. Visual inspection revealed no abnormalities. Lead was determined to have met specifications. The lead tip/helix appeared intact and undamaged. The event is no longer reportable.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was attempted to be implanted due to placement difficulties and lead helix extension and retraction issues. A lead conductor fracture was suspected as a bend was visible at the lead body after taking it out of the patient. A new lead was implanted successfully. No additional adverse patient effects were reported.